Manufacturer narrative:
Date of event: exact date unknown, event occurred during the month of (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 7074427/7076185

Event description:
It was reported that the patient developed an infection and a discharge was noted at the ipg site. The physician believed that the infection was contracted from a sore on the back that became infected during the patients prolonged hospitalization. The patient was placed on antibiotics and all device components were explanted and not returned.